Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4). 3 of 4 reports for db305a1

Event description:
Customer reported over a period of several weeks four patients (with no prior blood group history) have been rh typed as being rhd negative using tube method reagents but strong rhd positive (4+) results were obtained by the mts gel method. Based on the reaction strength obtained by gel method, customer feels the tube testing results were falsely negative and has determined to classify the patients as rhd positive. Two lots of anti-d (igm/igg) bioclone have been used, lots db304a1 and db305a1. Testing was repeated by tube method using the same blood sample (second sample was not available); the reactions were negative at both immediate spin and weak d testing phases. All qc passed, lot# information not provided. Control columns in the abd/reverse gel cards were also as expected and showed negative results. Check cells used after the ahg reading was done gave the expected positive result indicating the washing of cells was satisfactory. Visual appearance before use was acceptable. All reagents and cards had been stored and handled as per the IFU. This report is 3 of 4 for lot db305a1. Four reports are also being submitted for db304a1.